Manufacturer narrative:
(B)(6).

Event description:
An initial report has been rec'd from a hemodialysis user facility of a dialyzer that leaked at the header cap during treatment. The facility was contacted and the following limited info was obtained. The involved pt is a toddler weighing less than 20 kg and that the pt is treated on an out pt basis. The pt suffered no ill effect as the result of the event but was treated with antibiotics. Further info was not made available at this time. The sample is available for an eval.